Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. Troubleshooting options were discussed with the health care professional (hcp) and it was noted that the patient would be brought in for testing with their clinic. No adverse patient effects were reported. The device remains in service.